Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump casing was crack, chip or hairline fractures. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.